Event description:
The customer reported being treated by the paramedics due to low blood glucose of 28 mg/dl. The customer stated that the event causing her low glucose was over bolused on the carbohydrates. The customer's most recent glucose reading was 140 mg/dl, and she was treated with food and glucose tablets. The customer stated that she was not connected during prime. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir was showing the same amount of insulin that the status screen has. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.